Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and feels thirsty. Blood glucose level was at the time of the incident was 429 mg/dl treated with needles. Customer reported that they feel did not okay to troubleshooting. The devices will not be returned for analysis.